Event description:
It was reported that the patient never had therapeutic effect. The patient experienced intense and severe pain for 5 days prior to (B)(6) 2013. The patient was unable to put any weight on their right leg and they could feel pins and needles. The patient was seen by a manufacturer representative and no reprogramming was done but the patient¿s adaptive stimulation was activated. The amplitudes were not set. The stimulation was tingling in the patient¿s painful areas. The same level of pain was present with the stimulation on or off. There were no device malfunctions seen but the patient was in pain and decided to go to the emergency room. Additional information from (B)(6) 2014 indicated that the patient¿s stimulation therapy quit working 5 days prior to the report. The patient went to the doctor because their wires in their spine were causing them discomfort. The area was swollen and when they moved they could feel the wires hitting something in their back and shooting pain down their left leg. The patient had never experienced pain there previously. The patient thought that the wires had broken or pulled loose and noted that it was killing them. The wire was bubbling out in their skin. The patient noted that they had a loss of therapeutic effect because when the stimulation used to be on it was helpful for their lower back and leg. The patient had not had any falls or trauma. The patient was scheduled for surgery with a neurosurgeon the day after the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n321505, implanted: (B)(6) 2012, product type screening device; product ID 3550-29, lot # n322650, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).